Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is cracked. Customer stated it cracked by pressing the touchscreen with normal pressure, when attempting to unlock the screen. The customer's blood glucose (bg) was 250 mg/dl. A correction bolus was delivered to address the bg reading. The customer reported that the pump would continue to be used for insulin therapy.